Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited farfield oversensing. The device remains in service. No adverse patient effects were reported.